Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the coronary procedure was completed as planned.a philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files indicated that the frontal image processing pc(ippc) malfunctioned and the most likely cause was disk bay issue. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse replaced host pc and ippc, and the device software was upgraded. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after the replacement of host pc and ippc and software upgrade. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that imaging freezes while shooting. There was no reported patient or user harm. Philips has started an investigation of this complaint.